Event description:
A customer reported that the equipment displayed a system message and locked during a vitrectomy procedure. Following a delay of 15 minutes, the procedure was completed with an alternate system with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).